Manufacturer narrative:
This case was initially received via regulatory authority (reference number:(B)(4). On 23-jul-2020. The most recent information was received on 05-aug-2020. This spontaneous case describes the occurrence of headache ('headache') in an adult female patient who had essure (batch no. 948841) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced headache (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), muscle disorder ("muscle problems"), tendonitis ("tendinitis asthenia tinnitus"), asthenia ("asthenia tinnitus"), tinnitus ("tinnitus") and amnesia ("memory loss"), 6 years 10 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the headache, arthralgia, muscle disorder, tendonitis, asthenia, tinnitus and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, asthenia, headache, muscle disorder, tendonitis and tinnitus with essure. Lot number: 948841 manufacturing date: 2012-02 expiration date: 2015-02 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 23-jul-2020. This spontaneous case describes the occurrence of headache ('headache') in an adult female patient who had essure (batch no. 948841) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced headache (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), muscle disorder ("muscle problems"), tendonitis ("tendinitis asthenia tinnitus"), asthenia ("asthenia tinnitus"), tinnitus ("tinnitus") and amnesia ("memory loss"), 6 years 10 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the headache, arthralgia, muscle disorder, tendonitis, asthenia, tinnitus and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, asthenia, headache, muscle disorder, tendonitis and tinnitus with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.